Manufacturer narrative:
The date of the event is an approximation provided by manufacturer. Awaiting further info. The device was received for investigation and the investigation is in progress. A follow up report to be provided at the completion of the investigation.

Event description:
In 2008, a clinical incident involving a super turbovac was reported to arthrocare corporation. Following a shoulder arthroscopy procedure, it was reported part of the wand detached and remains in the pt's shoulder. Awaiting further info regarding pt's condition.